Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to lead fracture. A spectranetics lead locking device (lld) was inserted into the rv lead, making it down to the beginning of the distal coil of the rv lead. A cook medical bulldog lead extender was also used on the rv lead. The physician chose a spectranetics tightrail 11f sub-c rotating dilator sheath to attempt removal of the rv lead. During attempted extraction, the cook bulldog device cut the high voltage cables of the lead, but the extraction continued. After the tightrail sub-c device progressed, the physician needed to switch to a longer device. While he was attempting to take the tightrail sub-c device off the lead, the lead became stuck inside the tightrail sub-c device. To remove the device from the rv lead, the physician cut the back end of the lld which freed the tightrail sub-c device. A cook medical lead extender was then added to the lld and a spectranetics 14f glidelight laser sheath was loaded onto the cut lld and cook medical lead extender to again attempt removal of the rv lead. The rv and ra leads were bound together, so the physician switched attempts to remove the ra lead with use of the 14f glidelight device and an lld to provide traction. The ra lead was successfully removed. The physician then attempted removal of the rv lead again, using the 14f glidelight and a spectranetics visisheath dilator sheath, but the lead cables kept being pushed distally. The physician chose to upsize to a 16f glidelight device with a large visisheath. The rv lead was eventually removed using traction. The procedure was successfully completed with no reported patient harm. This report captures the tightrail sub-c device which became stuck on the rv lead, requiring intervention.

Manufacturer narrative:
Patient's weight unk. The device has not been returned to the manufacturer, thus no investigation could be completed.